Event description:
It was reported that the fenestrated bipolar forceps instrument had damaged tips. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, the reporter was not able to provide any further details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire. The conductor wire was broken at the grip routing. The instrument failed the electrical continuity test. Additionally, signs of thermal damage were observed. The fenestrated bipolar forceps instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.